Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer generated medwatch report was received with the following information: during left vitrectomy, fragmatome set up by operating room staff with machine tested and worked w/fragmatome handpiece. The tip became hot during use and burned patient's left eye. Company representative came to hospital to assist with device. When the tip of the unit is activated in open air, the tip will become hot. Additionally, company representative could also demonstrate this while on site. The tip is not designed to be activated in open air. Additional information has been requested.